Manufacturer narrative:
The complaint of particulate matter on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported, on an unspecified date, that a chemosafelock bag spike was found to have been coring during use. It was stated that they found foreign material (fm) suspended after preparation and dissolving chugai's drug solution. Based on the analysis performed by chugai, many white semi-transparent fms were confirmed in the syringe, which shows a similar spectrum to protein. The quantity affected is 1, and the sample is not available for investigation. There was no patient harm reported.